Event description:
It was reported that after a firmware update, the ilet bionic pancreas had difficulty reconnecting to a dexcom g7 continuous glucose monitor (cgm), resulting in intermittent communication and signal loss until the sensor came back online during guided reconnection. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the cgm consistent with intermittent communication failure, with the antenna and electrical/magnetic components implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to intermittent bluetooth interruption resolved with standard troubleshooting.